Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg was kept by the facility.

Manufacturer narrative:
Patient identifier: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Event date: approximated based on the date the manufacturer became aware of the event.